Manufacturer narrative:
Device analysis report attached. This report is submitted on june 20, 2024.

Manufacturer narrative:
This report is submitted on may 21, 2024.

Event description:
Per the clinic, the patient experienced an infection and skin flap breakdown, exposing the receiver/stimulator. Subsequently, the patient was treated with antibiotics (specific type, date and duration not reported). However, the issue could not be resolved and the device was explanted on (B)(6) 2022. The patient was reimplanted with another cochlear device on (B)(6) 2022.